Event description:
Ventilator malfunctioned according to home health nurse and parent. Per nurse all alarms came on at once and could not be silenced. Bagged the pt and called home health. Rt delivered a loaner. Vent and child was placed on it. No adverse reactions noticed. Vent that malfunctioned sent back to MFR for pm and repair.